Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to claim intermittent audio output on (B)(6) 2015. No medical intervention or injuries were reported. Additionally, at the time of the call, dexcom technical support advised patient to test the alert functionality and patient reported alerts were functional.

Manufacturer narrative:
(B)(4).